Manufacturer narrative:
On 13-jul-2021, the suspected medical device was returned for evaluation. On 18-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected infection, hematoma, swelling, impaired healing manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced postoperative left-sided impaired healing, hematoma, surgical intervention, grade IV capsular contracture. In sometime (B)(6) 2021, the patient experienced left-sided impaired healing and hematoma. Due to swelling and fluid, infection was suspected. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. However, at the time of the revision surgery, it was confirmed that the symptoms were caused by the left-sided capsular contracture, not infection. The patient underwent an implantation surgery with two mentor memorygel breast implant prostheses (left catalog #: 3506004bc, left serial #: (B)(4), right catalog #:3507004bc, right serial #: (B)(4)) on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information.